Event description:
12/27/96 - pt had lumbar decompression with right hip autograft. 12/30/96 - when dressing was changed; device still sutured in place but separated and part of drain remained inside pt. Pt remained in or for removal.